Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had an unresponsive screen. There was no patient involved and no adverse event was reported.

Manufacturer narrative:
(B)(6). Type of investigation not yet determined: (B)(4). A supplemental report will be submitted upon receipt of additional information.

Manufacturer narrative:
Repair will be completed in-house without a getinge service call. No logs available. Touchscreen is completely unresponsive and disallows any progress from the service mode start up screen to any other service mode sub menus. Perfusion discovered subject issue as part of daily checks, and reported the repair to (B)(6). The complaint will be closed and, if new information and/or device were available, the file would be reopened and updated. H3 other text : biomed done the repair.

Event description:
N/a.